Manufacturer narrative:
The investigation concluded the most likely cause of the reported event was improper gas management and applying too much energy to the treated area. The instructions for use give directions to avoid excess gas build up and to ensure that there is a pathway to allow for residual gas to escape from the area of treatment. The bands of firmness are most likely caused by the amount of energy delivered to the treated area, causing localized inflammation. The IFU cautions not to overtreat the targeted area to avoid unwanted burns, skin contour irregularities, scarring, pigmentation changes and increased healing time. It was determined that this reported event was not related to the performance of the device nor to a malfunction of the device.

Event description:
A patient had a procedure that included renuvion which resulted in helium retention in the body, swelling, bands of firmness along the neck, and prolonged healing. The physician treated with hyperbaric oxygen, massages, compression methods and steroids.